Event description:
We rec'd a report from our office in (B)(6) where a pharmacist reported a male pt experienced recurrent eye infections while traveling in china and using private label multipurpose solution. The rptr indicated that the pt sought medical treatment after experiencing red, itching and stinging eyes. He was told he had an eye infection and was treated with unspecified antibiotics. Upon resolution of his symptoms, he used a new lens case and new lenses, but the same bottle of solution. His symptoms returned. According to the pharmacist, the treating doctors suspected the contact lens solution and thought it might be contaminated or sub-potent. Upon returning to (B)(6), the pt returned an opened bottle of solution to the pharmacy where it was purchased.

Manufacturer narrative:
MFR of reported device performed microbiology and chemistry evaluations of the actual product used by the consumer all results were within specifications and sterile. The root cause has not been established.